Event description:
It was reported during a routine follow-up of the patient's device, the battery was showing premature depletion. A follow-up check of the device, approximately 1 year ago, was showing the remaining longevity of the battery was 6.5 years. During the most recent device check, the battery's longevity had decreased, and was showing 1.5 years remaining. The patient attended a follow-up three months after the incident was reported, and a 'save to disk' was performed, which was sent to technical services for review. They were able to confirm premature depletion, and recommended replacement. Additional information received in november indicated that the device was explanted and replaced for premature battery depletion. No adverse patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device currently remains in service, and the patient is being monitored. Should further information be received, this report will be updated.

Event description:
It was reported during a routine follow-up of the patient's device, the battery was showing premature depletion. During the last check one year ago, the battery life was showing 6.5 years remaining. During the most recent check, the battery was showing 1.5 years remaining. The patient is attending a follow-up in three months, when a save to disk will be performed, and will be forwarded to tech services for review. No adverse patient effects were reported.